Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the physician and account were contacted and no surgery has been scheduled at this time. The physician has confirmed no surgery scheduled at this time. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller said pt told them their ins was not working and was not charged. Tss reviewed MRI guidelines. Additional information was received. Caller reports they are calling from hcp office. Caller reports patient needs MRI scan of their prostate, but the ins is dead and unable to programmed into MRI mode. Caller do not know who manages patient's device or when ins was dead. Reviewed ins function. Reviewed MRI eligibility report. Provided the case number to caller. Rep called to follow-up on this case. The caller stated that the patient's ins has been depleted since (B)(6) 2024 and that an MRI tech has referred the patient to get an MRI eligibility form completed. The caller asked what resources would be used to complete the eligibility form. Tss reviewed information about MRI. Additional information was received from the manufacturing representative. Patient reports he is unable to connect recharger to implanted ins due to positioning of the battery (states battery has moved position). Cause of ins being dead/depleted was due to unable to connect to ins with recharger due to reported battery migration. Rep spoke with the patient and his wife and requested they meet at pain provider's office to troubleshoot and attempt to connect recharger to recharge ins. Patient declined meeting at this time and requested that rep reach out in 2025. Issue has not been resolved at this time. Information confirmed with provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) that the cause of the ins moving was unknown. Patient denies fall or trauma to battery. Rep states patient was hoping to have a revision surgery which was denied by their insurance so patient is now planning on a device explant. Patient has a pre-surgical consult appointment (B)(6) 2025 for ins explant.

Event description:
Additional information was received from a rep that the explant has not yet been scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent battery replacement (B)(6) 2025. Ins was replaced with non-rechargeable ins model. Lead impedances within normal range. No indication for lead revision. Physician present during battery replacement. Issue is resolved. Ins will be sent back for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6) found that it was functionally okay with insignificant an omalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.